Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had cord damge. The device was being used during surgery, but it is unk if there were any injuries. It is also unk if there was any medical intervention or a delay in surgery. There was no add'l info provided.